Manufacturer narrative:
The impella cp optical and 14 fr introducer were discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old male patient presenting with acute myocardial infarction and cardiogenic shock. The impella cp optical was selected for hemodynamic support and inserted without issue. During support, the patient endured an access site bleed at the site of the 14 fr introducer. As a note, the physician elected to leave the introducer in place during support, against IFU recommendations. Treatment required manual pressure, use of a sandbag, and 6 units of blood products over the course of a weekend. The pump was used until the patient was deemed stable enough for removal.